Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing and drop in sensing was observed. Lead was capped and replaced on (B)(6) 2015. Patient's condition was good.